Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has not been returned for investigation. The user has used the wrong syringe - application error. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in austria: "overinfusion" according to the customer: "according to customer´s information by telephone, a psp applied a too high dosing of a drug and no alarm was initiated. According to the customer the user made a video. The customer was asked by the b. Braun colleague to forward the complained pump, the video and all available information to us. (B)(4), service technician of b. Braun austria wrote after another conversation with mr. (B)(6), medical technician of the (B)(6) hospital: the device was read out by the medizintechnik department of the hospital, which had to determine that clearly a wrong syringe was selected by the user. Device tests on the part of this medizintechnik department went correctly after selecting the correct syringe. It was therefore decided not to send the device to us for a review. Regarding the video, he will talk to all responsible persons again, but it is very unlikely that it will be forwarded to us, as the hospital's medizintechnik department clearly assigns the error to the operating personnel and, in their opinion, there is no device error at all."